Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5097562. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a reaction associated with the sensor adhesive occurred. Date of issue is an approximation. It was reported that the patient had permanent disfiguration; using the g6 sensor from dexcom that has caused their skin to blister, burn, and permanently scar due to the formula used on the sensor adhesive. They stated that after wearing the sensor for 3 days, their skin begins to blister and burn. This is being reported due to the allegation of permanent tissue damage/scarring. No additional patient or event information is available.